Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced anguish, ¿sleepy tongue" tiredness and was unable to self-treat, requiring third-party administration of glucosport for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Attempted to scan the returned sensor using approved software and the sensor did not scan. The software was reset, and the returned sensor was scanned again, the sensor still did not scan. The returned sensor was sent for further investigation and de-cased. No issues were observed upon visual inspection of sensor's pcba (printed circuit board assembly). The battery was measured, and the results were within specification. Therefore, it was determined that the root cause was a defective application specific integration circuit (asic). Therefore, this issue is confirmed due to a nonfunctional asic. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced anguish, ¿sleepy tongue" tiredness and was unable to self-treat, requiring third-party administration of glucosport for treatment. There was no report of death or permanent impairment associated with this event.